Event description:
It was reported that during surgery, the surgeon noticed the drill stop seemed to slide without stopping appropriately. According to the report, the slightest touch allowed the drill stop to advance. This drill stop was removed and another drill stop was used to complete the surgery. Although the instrument was used intraoperatively, no patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.